Event description:
A (B)(6) female patient came to the hospital for outpatient placement of a PICC line for antibiotic treatment of an infection secondary to carpal tunnel surgery. Immediately after procedure was complete, she experienced an anaphylactic reaction. Time of reaction was within 5 minutes of dressing completion. Patient complained of feeling "hot" and notable flushing of face and torso was observed. In addition, patient experienced sneezing, swelling of lips, mucous membranes, and throat, "heavy chest," tachycardia, and itchy urticaria (hives) formed "in front of our eyes." O2 sats remained in 90s, but PICC line was discontinued immediately. Patient was given solu-medrol 120 mg and benadryl 50 mg. Patient was kept in hospital on o2 and telemetry for overnight observation. At time of discharge, swelling of lips and hives had mostly resolved, and was free of other symptoms. Patient has history of allergy to pcn, iodine, percocet. Patient was already receiving solu-medrol every 6 hours for reaction to percocet the day before.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.